Event description:
On (B) (6) 2003, ag, a (B) (6) male pt had a revision of a previous a-v access graft (unknown MFR), from venous limb of graft using a 6mm gore-tex graft. On (B) (6) 2003, the arterial inflow was revised with 6mm gore-tex graft. On (B) (6) 2003, a thrombectomy was performed.